Manufacturer narrative:
The insulin pump was received with a button error alarm due to corroded keypad traces. No scrolling numbers anomaly noted. The insulin pump passed displacement test, operating currents, self-test and off no power test. No blank display noted. The insulin pump was not shutting off.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 208 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.